Manufacturer narrative:
Result of investigation: the vyaire failure analysis team determined the reported complaint was confirmed through the events log and duplicated during functional check. Transducers pt800 and pt802 have failed. The customer was shipped a replacement product.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator experienced "low ve", "high rate", "low pip" and "low ve" while in use on a patient. The patient was moved to another ventilator. The customer advised there was no patient harm associated with this event.